Event description:
It was reported that device has a ripped downstream occlusion seal. The event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed and was able to confirm the reported problem. The seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.